Event description:
The dentist reported this abutment screw fractured.

Manufacturer narrative:
The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. This gold-tite® square uniscrew has not been returned to the manufacturer, therefore this complaint cannot be verified. A definitive root cause cannot be determined.